Manufacturer narrative:
The tech checked the right siderail locking system and noticed the latch cover was slightly bent, but it didn't prevent the latch from locking. He replaced latch to repair the bed.

Event description:
The account alleged the pt was placed on the device earlier in the day. Bed locked side rails (3 out of 4) raised, bed alarm turned on. Pt was trying to reposition himself and trying to get comfortable when the lower bed rail on the right side gave way and broke. The pt slid onto the floor.